Event description:
It was reported that the patient's ICD was replaced due to a fractured svc lead. Ventricular defibrillation impedance was reported as being greater than 200 ohms. Both the rv epicardial patch lead and the svc subcutaneous lead were replaced with a rv/svc endocardial lead. No patient complications have been reported as a result of this event.